Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section g2 was corrected to align with the information in the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there were varying colored images of purple and green due to a faulty charge coupled device unit. Additionally, there were dents in the outer tune and a cut in the gray protection hose of the cable unit. However, the definitive root cause of the faulty charge coupled device unit could not be determined. The outer tube dents and the cut cable unit may have been caused by user mishandling and excessive force. The charge coupled device unit failure may have been caused by unacceptable tension in the area of the charge coupled device unit's holder assembly due to the use of an adhesive which was not adapted to the load or temperature collective, and formed an insufficient adhesive layer, or asymmetrical alignment of the spring before the bumper sleeve was joined. There may have also been pre-existing damage to the charge coupled device unit holder assembly due to using a suboptimal adhesive device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that a video telescope had an image issue. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: a defective r-unit. There was no patient injury or adverse event reported to olympus.